Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it takes a long time to charge the implantable neurostimulator, and the implantable neurostimulator doesn't hold a charge. The patient said that it seems like it's always been like that, since implant. The patient said she thinks all the antennas in (B)(6) are pulling the "juice" out of it because when she went on vacation for a week, the implantable neurostimulator held a charge forever. There were no patient symptoms or complications reported.